Event description:
It was reported to hamilton medical ag: "when the user on the unit, "teslaspy service required" alarm is shown". It was reported no patient involvement. No harm to any patient, user or third party reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing.